Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac suggested the customer to try another known good power cord or connect it to a different socket on the transformer on the cart. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-definition lcd (liquid crystal display) monitor was intermittently turning on and off by itself, and it appeared to be losing power, as the power indicator led (light-emitting diode) went off when the screen went black. The event occurred during an unknown diagnostic procedure. There were no reports of patient harm.